Event description:
Caller reported a malfunction on the pump with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing pump reset information, but the caller was unable to perform the reset at the time. The customer was instructed to call back as soon as the pump reset could be completed. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.